Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted. It was reported that on an unknown date, patient reported pleural effusion, orthopnea, shortness of breath, "burning" chest discomfort, increased d-dimer, mildly elevated troponin, cardiomegaly with coronary artery calcifications, sinus tachycardia, systolic congestive heart failure, heart attack, severe aortic regurgitation, and dense lesions. It was reported the 25mm trifecta gt valve was explanted on (B)(6) 2025.